Event description:
It was reported that many of customer in and out 14 french foley catheter trays have the end of the catheter out of the internal packaging or prior to the sterile gloves. The kit had one sterile wrap over the catheter but then when they go to open the tray area to get to the sterile gloves the catheter was positioned on top of the next sterile fold but before fully opening the sterile packaging to expose the sterile gloves. Customer had been going through many trays because of contamination, and they truly concerned about those that may not fully realized they have contaminated the catheter if they did not notice.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because a review of the label could not have prevented the reported failure. Correction: b, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that many of customer in and out 14 french foley catheter trays have the end of the catheter out of the internal packaging or prior to the sterile gloves. The kit had one sterile wrap over the catheter but then when they go to open the tray area to get to the sterile gloves the catheter was positioned on top of the next sterile fold but before fully opening the sterile packaging to expose the sterile gloves. Customer had been going through many trays because of contamination, and they truly concerned about those that may not fully realized they have contaminated the catheter if they did not notice.

Event description:
It was reported that many of customer in and out 14 french foley catheter trays have the end of the catheter out of the internal packaging or prior to the sterile gloves. The kit had one sterile wrap over the catheter but then when they go to open the tray area to get to the sterile gloves the catheter was positioned on top of the next sterile fold but before fully opening the sterile packaging to expose the sterile gloves. Customer had been going through many trays because of contamination, and they truly concerned about those that may not fully realized they have contaminated the catheter if they did not notice.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A labeling review is not required because a review of the label could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.